Manufacturer narrative:
The device was returned to olympus for inspection and the reported event was confirmed. The following findings were noted during device evaluation: connecting tube has a dent and wrinkle, due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, the play of up/down knob is out of the standard value, adhesive on a-rubber (bending section cover) has a chip, due to clogging of nozzle, water removal ability does not meet the standard value, control unit has discoloration, paint on suction-cylinder is peeled, switch button 1 has a scratch, control unit has a crack, adhesive around objective lens is peeled, light guide lens has a crack, plastic distal end cover has a scratch, connecting tube has a scratch, connecting tube is sticky, plug unit has discoloration and a scratch, protector of universal cord on scope-connector side has a scratch and discoloration, and universal cord has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope insertion part soft tube collapsed. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found, ¿bending section cover has foreign objects.¿ there were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and associated h6 coding. Additionally, the following correction to e1 (telephone number), phone number added as inadvertently omitted in initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and there were no deviations identified with the reprocessing performed. Therefore, the cause of the material remaining in the device could not be determined. The event can be detected and prevented in accordance with the following IFU. IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.